Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Broken top case by the handle, missing battery and battery door. Error history log review found a motor rate error was found during occlusion test. The root cause of the reported issue was found to be due to normal wear. Actions were taken to mitigate the reported issue: replaced main board also replaced worm gear, worm coupling, motor bracket for preventive due to parts were found old, dirty and worn out. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.